Manufacturer narrative:
The valve remains implanted in the patient. As the device is not available for return, no visual, function, or dimensional testing was performed. Provided imagery was reviewed and the valve appeared to be fully expanded and deployed at 80:20 aortic/ventricular (a/v). Contrast media on the area was suggestive of central leakage. The valve appeared to be slightly tilted. The work orders related to the manufacturing of the devices and components that could potentially contribute to the central regurgitation were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 thv was reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from june 2020- may 2021 for the sapien 3 valve (all models and sizes) was performed with the related codes. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. None of the previously identified potential root causes are applicable to this complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The complaint was confirmed based on the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''two years echo examination resulted in a paravalvular leak with mild insufficiency and moderate aortic valve insufficiency over the aortic valve prosthesis''. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with the use of the valve. Regurgitation may develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to central regurgitation. In this case, due to insufficient information, a definitive root cause is unable to be determined. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate it is possible incorrect sizing (too small) may have been the reason for the malposition/canted initial placement leading to worsening pvl and central regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text: valve remains implanted.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post implant of a 20 mm sapien 3 valve in the aortic position via transfemoral approach mild paravalvular leak and ai was observed. No action was taken at that time. At two year follow up, mild paravalvular leak and moderate to severe aortic insufficiency were observed. The patient was now symptomatic, therefore a new sapien 3 valve was prepped and successfully implanted valve in valve. The patients regurgitation improved significantly post procedure.

Manufacturer narrative:
Correction: g3 aware date corrected from (B)(6) 2021 to (B)(6) 2021. The investigation remains underway.